Event description:
It was reported that during a ureteroscopy procedure, the fiber broke and the glove of the physician was burned by the fiber. The procedure was completed with another device without patient or surgeon complications.

Manufacturer narrative:
Correction to field h6 evaluation conclusion codes. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a ureteroscopy procedure, the fiber broke and the glove of the physician was burned by the fiber. The procedure was completed with another device without patient or surgeon complications.